Manufacturer narrative:
.

Event description:
Revision surgery of a bhr hip was performed.

Event description:
Patient reports elevated blood metal ion levels, stage 3 renal failure, loss of sight in one eye.